Manufacturer narrative:
Product event summary: the 990063-020 mapping catheter with lot 225364241 was returned and analyzed. Visual inspection was performed, and a detached electrode wire was observed at the weld, a kink was observed at the tip/loop of the pebax tubing, a ribbed material was observed on the pebax tubing, a deformed electrode was observed on the loop of the pebax tubing, a displaced electrode was observed on the loop of the pebax tubing, and a pinch was observed at the tip/loop of the pebax tubing. Visual inspection of the loop segment area showed the loop was kinked and ribbed near the electrode(s) 1, 3 and 6. Visual inspection of the pebax segment area showed the pebax tubing was kinked and ribbed at approximately three inches from the loop distal tip. Visual inspection of the electrode(s) showed the electrode(s) 2, 3 and 4 were bent/crushed. Visual inspection of the electrode(s) showed the electrode three was displaced from its original location. Visual inspection of shaft segment area showed the shaft was intact with no apparent issues. No kink or any other damage was observed along with the shaft of the mapping catheter. Visual inspection of the introducer showed the introducer was intact with no apparent issues. No damage or any other issue was observed along with the introducer. Visual inspection of the lemo connector showed the lemo connector was intact with no apparent issues. No damage or any other issue was observed along with the lemo connector. The functional test was performed using a multimeter. The mapping catheter was connected to the test cable. The continuity and impedance measurement between the electrodes and the other side of the cable showed, the ECG electrode two to pin two, and ECG electrode three to pin three were an open circuit. The rest of the channels were normal. Dissection of the suspected electrode related to the noise revealed the electrode wire(s) were detached from the welding at electrode(s) two and three. In conclusion, the mapping catheter failed the return product inspection due to a detached electrode, tip/loop kink, ribbed tubing, deformed electrode, displaced electrode, and a tip/loop pinch. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter signal was not as expected. The tail wire was replaced and the ground wire was reconnected without resolve. The console was then restarted without resolve. The mapping catheter was replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.